Manufacturer narrative:
Welch allyn sent out a letter to some customers dated may 1, 2009, indicating a medical device recall on certain serial numbers on acuity central station viewsonic displays. Welch allyn has notified the FDA of the intent to voluntarily recall these displays on april 15, 2009. Manufacturer's summary: the device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. The customer reported that they had a viewsonic monitor for an acuity central station that failed. The video display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. We have a corrective action underway for this display. Welch allyn factory service confirmed malfunction. The monitor would not power on. "Device failure occurred and was related to the event." By "event" here, we mean the loss of centralized monitoring. There was no patient harm reported associated with this failure.

Event description:
The customer reported that their viewsonic display for the acuity central station had failed. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.